Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor, and customer had turned off pump before contacting support. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset, error did not appear again, and customer successfully started new sensor session with no further issues reported.